Event description:
A (B)(6) customer adjusted his insulin dosage based on a contour next usb blood glucose reading of 8.5mmol/l. This was before bed. At 1:00am he was symptomatic for hypoglycemia and an ambulance was called. Paramedics gave the customer glucose and the blood glucose returned to normal. A comparison blood test showed the contour next usb to be 3mmol/l higher than the paramedic's meter. Specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. Customer had no remaining strips to return for evaluation. A replacement meter was sent to the customer.

Manufacturer narrative:
Model# was not providedin some countries outside the us, customer information is not provided due to privacy laws.

Manufacturer narrative:
The customer meter was evaluated. The alleged reading of 8.5mmol/l on which the customer was supposed to have based the amount of insulin, was not found in the meter's memory.